Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged from 70-80 mg/dl, and the meter bg reading ranged from 23-40 mg/dl. A root cause could not be determined. Customer¿s blood glucose level was 20-30 mg/dl. Reportedly, assistance was required in obtaining food to address low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. A replacement sensor was sent to the customer.